Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing and that the cartridge had been used beyond labeling. Customer¿s blood glucose level was 599 mg/dl. Customer performed a supply change and gave a manual bolus to address the issue.